Manufacturer narrative:
(B)(4). Date sent: 2/22/2024. D4: batch # e230000388. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cec60a device was returned with no apparent damage and with a cecr60d reload not loaded on the device. The reload was received partially fired 1/16, with 12 double drivers missing, 5 double drivers and 11 single drivers out of position making the reload non-functional. In addition, the reload pan was noted to be bent and partially dislodged. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported of would not fire was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. The event of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. Device history review: a manufacturing record evaluation was performed for the device batch e230000388, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device e23080007, and no non-conformances were identified.

Event description:
It was reported that during the unk procedure, device could not fire and could not open the jaw. Used rbrb to open the jaw and removed the device. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.